Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend was analyzed and the complaint was not confirmed by failure analysis. No damage was observed at the wrist assembly. The electrical continuity test passed. The instrument was placed and driven on an in-house system. The instrument passed the initialization tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The knife cut cleanly through test strip paper. The knife edges were not damaged. Cut test passed. Energy activation test was conducted on system. Wet paper towel was held between grips and began smoke when energy pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. The instrument was fully functional. No errors occurred during in house testing. Performed grip force test on grips as additional testing, and it measured at 7.12lb in straight orientation, 7.04lb in yaw, and 6.81lb for pitch. All readings were above the minimum requirement of 4.25 lb. Jaw gap inspection was tested as an additional functional check. Jaw grip test passed. Review of logs did not find any errors. Additional check: knife slot: 0.028" ¿ pass ceramic dot verification: pass.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while the doctor was dissecting tissue, the vessel sealer extend (vse) instrument stopped doing its function properly. It was removed for inspection, cleaned it and installed again but the problem persisted. The surgery was completed with backup da vinci instrument of the same kind. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer to confirm that the instrument was inspected before the procedure with no issue noticed. The issue was about the wrist of the instrument. The surgeon was doing movements in the master controllers, but the instrument didn¿t do the movements properly. The surgeon was sealing at the time of the issue. The instrument was sealing properly. The vse was in use for 1 hour when the issue occurred and there were no errors. The seal cycle was completed, the problem was the wrist of the instrument. The target tissue was esophagus ligaments, and it was fully sealed. The jaws were not in contact with a clip, suture, staple or other metal objects. The patient did not have unexpected additional bleeding. The surgeon believed the problem occurred in the wrist of the instrument. The instrument was not in static. When the surgeon rotated the master's, the vse did movements in another way. The surgeon wanted to move the vse to the right, but the vse did not respond properly, and the movement was in another direction in a lesser form. The timeliness was correct and there was no shakiness or friction observed. The surgeon was dissecting the stomach when the issue occurred at the 48-minute mark. To resolve the problem, they used a backup vse. Before the staff changed the instrument, they tried cleaning the instrument and installing it again, but the issue persisted.